Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a replace battery alarm. Customer receive low battery alert prior to replace battery alert or replace battery now alarm. Battery cap was not loose cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
The p-cap/reservoir locked properly during testing. Unit received with critical pump error upon battery installation. Pump was unable to download to thump to verify cause of critical pump error. Unit was cut open for visual inspection of the electronic assemblies. Moisture damage was found at force sensor flex connection to pcb1 board connector during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: scratched case, keypad overlay texture damage, serial number label missing, cracked case (battery tube), battery tube threads - cracked, cracked case on battery side, cracked case-corner of belt clip rails, missing display window/cover, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump alarmed critical pump after battery installation however, the pump was unable to download to thump and verify cause of critical pump error due to moisture damage to the force sensor flex wire and corresponding connector on pcb1. Battery issues unable to be confirmed due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.